Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the lens met release criteria. Unable to review lot and batch records for the cartridge because the facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information received indicated the use of an unapproved viscoelastic. The reported complaint for broken haptic was not observed as no sample was returned for analysis; however, based on the information provided by the customer, the most likely root cause is failure to follow dfu, as the surgeon states the use of an approved viscoelastic. Based on the results from the product and batch history record, the lens met release criteria. There have been no other complaints reported in the lot. Additional information was requested and received. (B)(4).

Event description:
A surgeon reported that one day following an intraocular lens (iol) implant surgery, the lens was noted to have moved and the pt reported blurry vision. Additional information was received from the surgeon who reported on examination, the edge of the iol was seen even with a small pupil. The iol was reported to be dislocated. The pt was reporting monocular double vision. Two days later, the iol was exchanged. Upon exchanging the lens, the surgeon noted there was only one haptic, although there were two when the lens was implanted. The surgeon reported the event resolved following the exchange procedure. The surgeon reported the use of an unapproved viscoelastic during the surgical procedure.